Manufacturer narrative:
Correction made in section e1. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "a loop broke during the case. Another loop was opened and that also broke, so a loop from a different lot number was opened, and this also broke. Most of the loop was recovered but a tiny piece wasn't. The surgeon was not concerned with this, did a thorough washout. There was a prolongation of the procedure of about 15 to 30 minutes."". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was not sent to the manufacturer for inspection "loop broke during procedure", could not be confirmed. A review of similar cases of the same product code resulted in the most probable root cause: mechanically overloaded during procedure by exposure to excessive force. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).